Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. According to the evaluation information from local service department, the reported phenomenon occurred due to circuit board failure. Omsc presumed that the circuit board failure might be due to an accidental failure because only about two years have passed since it was manufactured.

Manufacturer narrative:
Field service engineer checked the subject device at the customer site, but the subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the acceptance inspection of the repaired device, the image didn't appear with 190 series scope. Field service engineer checked with other set (tower), but the same problem occurred. There was no report of patient injury associated with the event.